Event description:
It was reported that there was unstable thresholds and intermittent non-capture at high outputs on the right ventricular (rv) lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.